Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/a (less lubrication in the keller funnel, a different keller funnel had to be used).

Event description:
Healthcare professional reported "less lubricant in the funnels or sometimes barely any lubricant. Office has stated " we've noticed lately that there seems to be less lubricant in the funnels which makes the insertion more difficult, especially if we use sizers after the dentures, sometimes there is almost no lubricant at all, and very difficult to get the dentures in". Later healthcare professional reported "lubricating coating no longer slipped after the first use (needed to use it for a few sizers insert the final implants, had to open new ones during the procedure)". Provider further confirmed this complaint relates to breast implants not "dentures". Patient contact was made. Side is unknown. Device was discarded.